Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped compression, lifeband could not be pulled up, and displayed a user advisory 45 (not at "home" position after power-on/restart) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a sticky clutch. The archive data indicated multiple ua45, confirming the reported complaint. The autopulse platform failed functional testing due to sticky clutch. The clutch plate needs to be deburred to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) ) stopped compression during the resuscitation attempt. The customer then performed manual CPR for the rest of the call. There were no reported consequences or effects on the patient. According to the customer, after the resuscitation attempt and upon checking the platform, the lifeband could not be pulled up, and a user advisory 45 (not at "home" position after power-on/restart) was displayed.

Manufacturer narrative:
The autopulse platform failed functional testing due to sticky clutch. The clutch plate was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error.